Event description:
It was reported during remote follow up that the implantable cardiac monitor exhibited under-sensing leading to intermittent false pause episodes. The device remained implanted and will continue to be monitored. The patient was stable and asymptomatic.